Event description:
It was reported that the patient presented for a scheduled procedure. It was noted that the pulse generator was in back up. The device was not used and replaced. The patient was stable.

Manufacturer narrative:
Device was received in backup operation, with battery voltage at bol level. Analysis indicated device went into backup mode resulting from por occurred on the implant date. Device was damaged with a visible deformation at the corner, similar to the damage cause by the impact from dropping the device. After recovered from backup operation, electrical and mechanical tests indicated the device exhibited normal functionality. Device was monitored under the load for more than a week. Bvvi reset could not be reproduced. There were no anomalies found that would have contributed to the backup operation seen in the field.